Event description:
During insertion of a right subclavian subcutaneous chemo port placement, the catheter was tunneled from the pocket to the insertion site. A tear away sheath was placed over the wire under fluoroscopic guidance and the wire removed. The catheter was inserted through the tear away sheath but would not thread through despite the catheter not being kinked on fluoro. A wire was reinserted and a different tear away sheath was inserted over the wire. The catheter was then inserted easily through the tear away sheath which was torn away. Fluoro was used to assure the catheter was at the level of the cavoatrial junction.